Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5060799.

Event description:
It was reported to boston scientific corporation that a patient was implanted with an advantage fit on (B)(6) 2011. According to the complainant, post procedure, the patient experienced dyspareunia. She was diagnosed with erosion and her physician ¿clipped erosion as close to vaginal wall as he claimed he could¿. The patient claims to have chronic pain, erosion, painful urination, pressure, and dyspareunia. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.